Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for 3-lead pt ECG monitoring. According to the rptr, the operator said the front panel only showed one led lit and that he "could not read the monitor screen", that the device appeared to be locked up. A backup device from the local fire department was used and the pt was diagnosed in normal sinus rhythm. No adverse affects to the pt were reported as a result of the alleged malfunction.